Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff017 - 6 craniofix burr hole clamp absorb.16mm. According to the complaint description, the patient who used it in three places for 4 years ago, had swelling in all places. There seems to be no pain but swelling just above the detention center. It is also used on the bar hall. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: with the lack of information and without a product or an x-ray available, a definitive root cause cannot be determined. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
The malfunction is filed under aag reference (B)(4).